Event description:
This manufacturer report pertains to the two of two devices used in the same procedure. Refer to the associated manufacturer report number (3005099803-2013-09209) for a description of the second device.it was reported that that an advantage fit system was implanted.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.